Event description:
The 3m healthcare precise pgx-35w disposable skin stapler jammed while in use and could no longer be used. Dates of use: (B)(6) 2016. Diagnosis or reason for use: panniculectomy. Event abated after use stopped or dose reduced: no.